Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 37 mg/dl at the time of the incident. The customer was on a massage table when the low happened. The customer was given liquid glucose to treat. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was completed and the pump failed the high pressure test. The customer also had highs of 590 to 600 mg/dl. The insulin pump will be returned for analysis.